Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they stated that, just above the 2nd luer lock port (from the top) there is a fast leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported a fast leak at the top of the second y site, and returned one used sample, of material 2426-0007. Lot unknown. Upon initial visual examination, the set verified the complaint of separation at the y-site, at the tubing inlet of the 2nd smart site. The set was examined under a microscope, and insufficient solvent was found on the tubing. The manufacturing plant found the root cause for the separation to be related to the bushing and pin on the solvent dispenser device. A quality alert was issued by the plant to raise awareness among all personnel involved in the solvent dispensing operation. The reported lot number is unknown, but six (6) potential lots were run from the smart site identification on the sample. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.